Event description:
The facility's biomedical technician reported an incident of an infiltration. The pt's IV was started at 18:20 with normal saline infusion. A board immobilizing the arm was reported to be used due to the pt being confused and the IV site being in the pt's antecubital area. At 18:30, an unk antibiotic was started at a rate of 200ml/hr with a volume to be infused to 100ml, 30 minutes infusion. When the antibiotic infusion completed, normal saline was restarted at a rate of 75ml/hr. At 20:26, the nurse noticed the pt's IV infiltrated and the arm was swollen. There was no alarm from the pump. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding the pt, pt injury, medical intervention, and set up of the infusion device.